Event description:
On (B)(6) 2009, pt reported in the past the plunger had been stuck on the piston rod. She stated she turned the infusion device upside down and unscrewed the insulin cartridge and the cartridge came out, but the plunger got stuck on the piston rod. Pt reported there was not a lot of insulin inside the cartridge compartment. She stated she was able to remove the plunger using the cartridge. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for evaluation.